Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2016 was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was implanted into the patient during a cystocele repair, anterior vault repair, pubovaginal sling, placement of mesh, sacral spinalis fixation and colpopexy procedure performed on (B)(6) 2016 for the treatment of cystocele and stress urinary incontinence. As reported by the patient's attorney, the patient has experienced an unspecified injury.